Manufacturer narrative:
Tracking #.50074. Ees #.981504/j. D5,6; h4: information not available, device not returned for analysis.

Event description:
It was reported during an unk procedure the gasket from a 511s trocar fell into the pt's abdomen. This gasket was retrieved. An add'l trocar was opened to complete the case. There was no conseqeunce to the pt.